Event description:
The patient underwent surgical intervention due to the tip of the screwdriver broke off while in use in the implant. The tip is deep seated in the head of the screw of for the implant. The tip could not be removed.